Event description:
It was reported that the 2800 system would not boot up or power. Another system used to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following component has been ordered. Surge suppressor pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow-up report will be submitted as required.